Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had high blood glucose (bg) levels (approximately 600 mg/dl). The customer reported that novolog was being used in the cartridge at the time and novolog was not effective at keeping the bg level stable. The customer switched to using humalog and the high bg issue had been resolved.